Event description:
A customer reported that their pump declared alarm 30 during a pumping session. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. To address the problem, the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery while technical support arranged for a replacement pump.